Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What two anatomic structures were anastomosed? How was the circular stapler introduced? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that the patient was given the right hemicolectomy surgery on (B)(6) 2019, no abnormal situation was observed in the surgery. 8 days after surgery, noted abnormal liquid in drainage tube, did the 2nd surgery, found anastomotic site was leak, used the suture to oversew. The patient is stable and left from hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/23/2020. Additional information was requested and the following was obtained: what were the indications for surgery? Unk. Did the patient receive any preoperative chemotherapy or radiation? No. Was an anastomosis performed? If so, what was the reason for the anastomosis? Yes. What two anatomic structures were anastomosed? Unk. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Healthcare professional with many years experience with the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes wait 15 secs. Was the device difficult to close? Unk. Was the device difficult to fire? Normal to fire. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, received audible feedback. Were the donuts inspected? If so, please describe. Unk. Was a complete transection of the white breakaway washer visually confirmed? Unk. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? Unk. What was observed at the site of the leak upon reoperation? Unk. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No there weren¿t any issues. What is the current status of the patient? The patient is stable and left from hospital.